Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated by our field service engineer (fse). According to provided information the issue was resolved by replacing the control pcb (printed circuit board) according to the recommendations in the service manual but not returned for investigation. Received logs confirm that the ventilator failed pre-use check on the given event date. After replacing the control pcb, the ventilator passed all functional and safety test and was returned for clinical use. Since no parts could be investigated further, the root cause of the issue has not been determined.